Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), amnesia ("memory loss"), fatigue ("fatigue"), urinary tract infection ("multiple urinary tract infection / urinary tract infection"), vulvovaginal mycotic infection ("yeast infection"), cervicitis ("infection (other), describe: cervical") and depression ("other injury(ies) or complication please describe: depression"). The patient was treated with surgery (underwent a device removal procedure, hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, amnesia, fatigue, urinary tract infection, vulvovaginal mycotic infection, cervicitis and depression outcome was unknown. The reporter considered abdominal pain, amnesia, cervicitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding ( menorrhagia), infection (other), describe: cervical, depression, incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and genital haemorrhage ('abnormal bleeding') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety. *essure confirmation test: hysterosalpingogram: the proximal portion of the essure coils are in the isthmic portions of the fallopian tubes bilaterally. The fallopian tubes appear to be occluded. Concurrent conditions included genital bleeding, cough, dizziness, allergic rhinitis, endometritis, adenomyosis, breast tenderness and left lower quadrant pain. Concomitant products included cetirizine hydrochloride since 2008 and nsaids. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)/ dysmenorrhea"), urinary tract infection ("multiple urinary tract infection / urinary tract infection/ uti's") and vulvovaginal mycotic infection ("yeast infection"). In 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue/tired"), cervicitis ("infection (other), describe: cervical") and depression ("other injury(ies) or complication please describe: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), amnesia ("memory loss"), back pain ("back pain"), headache ("headaches") and migraine ("migraines"). The patient was treated with antibiotics, ethinylestradiol;norethisterone (ortho-novum 7/7/7) and surgery (essure device removal, hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, back pain, headache and migraine had resolved, the genital haemorrhage, dyspareunia, amnesia, urinary tract infection, vulvovaginal mycotic infection, cervicitis and depression outcome was unknown and the fatigue had not resolved. The reporter considered abdominal pain, amnesia, back pain, cervicitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, migraine, headache, pelvic pain, dyspareunia, dysmenorrhea." Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media record received. Outcome for fatigue was not resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included genital bleeding. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)/ dysmenorrhea"), urinary tract infection ("multiple urinary tract infection / urinary tract infection/ uti's") and vulvovaginal mycotic infection ("yeast infection"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), cervicitis ("infection (other), describe: cervical") and depression ("other injury(ies) or complication please describe: depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), amnesia ("memory loss"), back pain ("back pain"), headache ("headaches") and migraine ("migraines"). The patient was treated with antibiotics, normensal (ortho-novum 7/7/7) and surgery (essure device removal, hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, back pain, headache and migraine had resolved and the genital haemorrhage, dyspareunia, amnesia, fatigue, urinary tract infection, vulvovaginal mycotic infection, cervicitis and depression outcome was unknown. The reporter considered abdominal pain, amnesia, back pain, cervicitis, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-aug-2018: pfs received. Reporter's information was updated. Events added: back pain, headaches, migraines. Outcome of following events were updated from unknown to recovered / resolved: abnormal bleeding (vaginal, menorrhagia), pain, headaches, migraines, dysmenorrhea. Lab data, concomitant condition and treatment drugs were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), amnesia ("memory loss"), fatigue ("fatigue"), vaginal haemorrhage ("heavy vaginal bleeding"), urinary tract infection ("multiple urinary tract infection"), fungal infection ("yeast infection") and cervicitis ("cervical infection"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, amnesia, fatigue, vaginal haemorrhage, urinary tract infection, fungal infection and cervicitis outcome was unknown. The reporter considered abdominal pain, amnesia, cervicitis, dysmenorrhoea, dyspareunia, fatigue, fungal infection, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.